Manufacturer narrative:
Pt has osteoporitic bone. The navigation pins contained the following contraindication: "avoid insertion of the pins into osteoporitic bones with very low bone density or otherwise damaged bones." Product not returned. No conclusion can be drawn.

Event description:
Pt underwent tkr in 2006. Pt went to ER 3 months later with a snap in the tibia and severe pain. X-rays show a transverse fracture in the tibial drill hole, no displacement. Dr prescribed a bledsoe boot for 6 weeks, but will not need to perform any invasive treatment.